Manufacturer narrative:
Device evaluated by manufacturer: the coil was returned stuck inside the renegade catheter. The coil was removed by cutting the catheter. The coil was returned covered in blood indicating intermittent flush was performed. A microscopic examination found the base zap tip and apex zap tip shapes and surfaces to be smooth. The dimensions of the coil were found to be in specification. The number of fiber bundles recorded during product analysis was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as product analysis indicates continuous flush was not maintained. The dfu for the complex helical 18 instructs the user to begin continuous flush before introducing the coil into the catheter. Continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter and will contribute to the friction encountered in the catheter. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during an embolization treatment procedure, a coil became stuck in a micro catheter. It was noted that while advancing a 4mm/4mm complex helical - 18 pushable coil through a renegade stc 18 microcatheter that the coil became stuck. The devices were removed and the procedure was completed with a new catheter and another of the same coil. No patient complications were reported and the patient status is stable. However, returned device analysis revealed that coil fiber bundles were missing.